Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of above 600 mg/dl. Customer¿s bg was treated intravenously with saline and insulin and potassium. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the healthcare provider disconnected the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. The customer reverted to an alternate method of insulin therapy.